Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon and 3mmx40mmx146cm coyote es were selected for use. During the procedure, the balloon ruptured second inflation at a nominal pressure. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.